Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Diagnostic data analysis confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption is about 39 microwatts, however this device is consuming 66 microwatts and the power consumption is expected to continue to increase. A device replacement was recommended and to return the device for product analysis. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Diagnostic data analysis confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption is about 39 microwatts, however this device is consuming 66 microwatts and the power consumption is expected to continue to increase. A device replacement was recommended and to return the device for product analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and a new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of this pacemaker exhibited premature battery depletion (pbd). The device case was opened and visual inspection revealed no irregularities. The device is not in safety mode. The device diagnostics show the power level gradually rose over the past year. The rv and ra sense and pace count sums are about equal to cardiaccyclecount. The unit fails the longevity calculation. Calculated power is 34.5uw while reported power is 60.0uw. The eol was not triggered.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Diagnostic data analysis confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption is about 39 microwatts, however this device is consuming 66 microwatts and the power consumption is expected to continue to increase. A device replacement was recommended and to return the device for product analysis. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and a new device was then implanted. No additional adverse patient effects were reported.